Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence due to urethral atrophy. The device was explanted and replaced; a smaller cuff was implanted. No further patient complications were reported.